Event description:
It was reported that pump housing and usb port were damaged, causing port not to hold charging cables securely and interrupting charging, although pump did not shut down. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary, while customer technical support arranged a replacement pump, provided an out-of-warranty loaner pump agreement form, received the signed form, and sent loaner pump to customer.